Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device scissored during clip deployment. A new device was opened and used to complete the case. There was no patient consequence.